Event description:
Report received of an overdelivery. The constomer contact indicated the event may have been the result of an operator error in programming the device. The pump was programmed to deliver an unspecified concentration of dilaudid. No specific programming parameters were provided. The customer reported that the pt "received too much medication," and was treated with an unspecified amount of narcan. The pt reportedly "had no permanent lasting effects." Though requested, the customer declined to provide additional info.